Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of genital haemorrhage ("bleeding/ unusual bleeding") in an adult female patient who had essure inserted (lot no. 731807) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pain, menorrhagia, weight gain, hot flashes and grand multiparity. Previously administered products included: depo-provera for an unknown indication. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), menstrual disorder ("unusual periods"), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-oct-2020:pfs received. Surgery ablation was added. This case is being submitted retrospectively following an internal review. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding/ unusual bleeding') in an adult female patient who had essure (batch no. 731807) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, hot flashes, weight gain, menorrhagia and pain. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("unusual periods"), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menstrual disorder, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Lot number: 731807. Manufacture date: 2010-04. Expiration date: 2013-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.